Manufacturer narrative:
Device not yet explanted, scheduled for tavi.

Event description:
The manufacturer was informed that a patient will receive a tavi in a 21mm perceval valve. As reported, the perceval valve always had a gradient about 40mmhg since implant. No further information is presently available.

Manufacturer narrative:
The manufacturer attempted to retrieve additional information on the reported event. However, no further detail has been received to date. Since the device serial number is unknown, and the device was not explanted, no investigation is possible at this time. Based on the limited information available, it is not possible to establish a definitive root cause on the reported event. Should further information be received in the future, the manufacturer will provide an update to this reporting activity.